Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rean0541 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 - as reported by sales representative, a foreign object was visible on the x-ray after a PICC was inserted. Object will not be retrieved as the patient is not doing well. X-ray image requested but not provided by the facility.